Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to suspected loss of capture (loc) on the left ventricular (lv) lead channel. Upon review, ts confirmed pacing was being captured, however the presenting egm showed the lv channel exhibited intermittent crosstalk oversensing from atrial sensed signals which appeared to cause lv pacing inhibition. Ts discussed programming optimizations with the hcp. The hcp plans on discussing with the physician. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.